Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. ]

Event description:
Reportedly, during a scheduled follow-up, oversensing was observed in the right ventricular channel. One vf episode was recorded, in which the capacitors started to charge but no therapy was delivered. Some maneuvers were performed but the noise could not be reproduced. It was reported that the patient sometimes uses an electrical machine to shave.